Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during a fluorouracil infusion, the user expected to program the infusion over 20 hours, but programmed the infusion over 20 minutes by selecting the secondary infusion drug library. An event log review is requested to determine key press entries over a 15 hour period. No patient harm was reported as a result of the event, and the customer does not believe a device malfunction occurred. No other event information was provided, devices were sequestered at the facility and will not be returned for investigation.